Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed and the lv lead remains in use. No further patient complications have been reported as a result of this event.